Event description:
On an unk date in 2004, this pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. On (B)(6) 2008, the pt underwent re-intervention for a type iii endoleak and a contralateral leg component was placed to bridge a suspected disconnect at the origin of the left iliac axis. The pt was reported to have died in 2009 from unrelated causes, no further info was available.

Manufacturer narrative:
The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include but are not limited to: endoleak. Additionally, the IFU states "the gore excluder aaa endoprosthesis instructions for USA (IFU) specifies "pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion."